Event description:
The user facility reported that an employee caught his right hand between the loading car and the sterilizer wall while removing the loading car after completion of a sterilization cycle. The employee was gripping the side of the loading car and was not wearing hand protection when removing the loading car. The employee was treated at the facility emergency room for a laceration to the top of his right hand and was administered suture cream and a bandage. The user facility reported that the employee missed no time from work as a result of his injury, and has fully recovered with no sustaining injuries.

Manufacturer narrative:
A steris technician inspected the loading car and sterilizer, articulated the loading car in and out of the unit several times without fault, and found them to be operating properly. The technician returned the equipment to service and the facility has experienced no further issues with the sterilizer or loading car since the reported event. The operator's manual directs users to wear hand protection while removing the loading car from the sterilizer; additionally, users are directed to remove the cars by pulling on the wire handles located on the front of the car, not by gripping the sides of the car (B)(4). Steris completed refreshing in-service training on july 14, 2010 regarding the proper operation/use of the loading car and sterilizer, including how to properly load and unload the sterilizer.